Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2014 (at 9:45am), he obtained blood glucose readings of ¿348 and 188mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reportedly manages his diabetes with insulin pump therapy; however, the patient does not recall what action he took following the alleged product issue. According to the csr¿s documentation, approximately 30 minutes after the alleged issue occurred, the patient reportedly developed unspecified symptom(s) of ¿low blood sugar¿ and he treated himself with glucose tablets an unspecified time afterwards. The patient denied testing his blood glucose with another device after the product issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptom(s) suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/16/2014), the lay user/patient¿s meter has been returned on 09/05/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.